Manufacturer narrative:
Additional information regarding the serial number was unable to be obtained as the callers complete name was not obtained. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information from a clinician that this device had a stuck setscrew.